Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of capsular contracture, seroma - late, and infection (unknown onset) are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "pain" "contracture"; "accumulation of fluid"; "post-operative complications including infection."

Event description:
Healthcare professional reported a right side implant exchange with no complaint against the device. Patient representative reported "removal of implants due to fear of alcl, to reduce risk of alcl, and due to symptoms consistent with alcl and fear of alcl: mental anguish and fear of alcl, increased risk of alcl, revision, significant scarring, disfigurement, tissue damage, removal of implants, swelling, pain, accumulation of fluid, capsulectomy, rashes, itching, contracture, asymmetry; post-operative complications including infection; aggravation of underlying conditions; and other physical and emotional manifestations that are severe and ongoing. At this time it is unclear if plaintiff was enrolled in any of defendant¿s clinical trials or studies. Patient has not been diagnosed with bia-alcl" device has been explanted.